Event description:
A reported incident involving chemoclave vented bag spike indicated that medication did not flow during infusion, with the internal plastic component observed to be depressed, resulted in a treatment delay. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device is not available for evaluation. However, photos were provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.